Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/24/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted in the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis experienced spontaneous deflation with no trauma post procedure. The deflation was diagnosed by a physician. As a result, unilateral prothesis replacement with a mentor smooth round high profile 500cc saline prosthesis was performed.